Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference #: (B)(4).

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal reference complaint#: (B)(4).

Event description:
It was reported a physician performed a sertera needle breast biopsy on (B)(6) 2017 and after the needle was fired into the patient the needle broke off in the patient's breast. The patient was "not alerted". The needle was removed without injury.